Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported failure. There were no critical faults observed the logs. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) had an augmentation issue. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.